Event description:
Pt with exertional chest pain suggestive of angina pectoris. Two days later left heart cath, coronary arteriography and left ventriculogram performed. No significant obstruction noted. Use of 6 french perclose used to close the femoral artery site. Perclose failed. Hand held pressure applied followed by pressure dressing. Site with no visible hematoma.

Event description:
Add'l info rec'd from MFR on 12/20/02: the device was not returned to abbott for testing and investigation. Abbott has determined this event to be reportable and has submitted a medwatch for this event. The abbott aware date is 12/10/02. The status of the device is unknown. Voluntary medwatch form received via cdrh, which indicates that the pt had a coronary ateriography and a left ventriculogram performed. An attempt was made to close the arteriotomy with the closer 6fr device. It was reported that the device "failed". Manual compression was applied followed by a pressure dressing. The site had no visible hematoma. Multiple attempts have been made to obtain add'l info and clarification from the customer but no info has been made available.